Manufacturer narrative:
Additional information: correction: - patient's race should have been reported as blank rather than white.

Event description:
New information received notes that during device change-out due to normal eri, the rv lead was capped and replaced on april 4, 2019. The patient experienced no adverse events pre or post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory patient notifier for normal elective replacement indicator (eri). Upon device interrogation, multiple ventricular fibrillation (vf) episodes were noted. Review of the egms revealed multiple inappropriate anti-tachycardia pacing therapy episodes due to noise on the right ventricular lead. The noise was reproducible in the clinic. Device and lead replacement is scheduled. In the meantime, the device was reprogrammed. No further intervention has been performed yet. The patient was stable pre and post programming changes.